Manufacturer narrative:
(B)(4). Full UDI is not available as the lot# was not provided by the customer.

Event description:
It was reported that: "catheter balloon ruptured and created leak, and blood entered the helium driveline. Catheter was then removed. Several hours later the patient experienced a stroke and expired.". As per medical notes via cv educator, the iabp was not the cause of stroke. Additional information has been requested from the medical staff.

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed bio-hazard bag. Upon return, the teflon sheath was noted on the iabc; a clear media was noted in the sidearm. The one-way valve was tethered to the short driveline tubing. The supplied short arterial pressure tubing was noted connected to the iabc luer. The supplied 40cc driveline tubing noted connected to the short driveline tubing; dried blood was noted in the tubing. The iabc distal tip was noted within the bladder. Bends to the iabc central lumen were noted at approximately 9.5cm, 25.3cm and 64.5cm from the iabc luer. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0062in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, abrasions were observed from approximately 79.6cm to 79.9cm from the iabc luer. A full thickness abrasion to the bladder was confirmed at ap-proximately 79.7cm from the iabc luer and the appearance was consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. Upon further inspection, the iabc distal tip was separated and no longer attached to the catheter bladder. The iabc distal tip was still fully intact with the central lumen, the condition of the iabc distal tip shows evidence of the previous bond to the bladder. The damage to iabc distal tip and bladder likely occurred during removal or after removal of the iabc. Due to the nature of the event, the iabc was used for therapy for over 24hours, the most probable cause of the blood entering the helium pathway is the leak site from abrasions/contact with calcified plaque. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and could not advance at approximately 34.9cm from the iabc distal tip, which is the location of the previously noted bend. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 47.6cm from the iabc luer, which is the location of the previously noted bend. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "catheter balloon ruptured and created leak, and blood entered the helium driveline" is confirmed. The intra-aortic balloon catheter (iabc) bladder had a full thickness abrasion, which likely caused the complaint and caused blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. Additionally, the iabc distal tip was no longer attached to the bladder. The damage to the iabc distal tip and bladder likely occurred during removal or after removal of the iabc. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause of the bladder leak is related to patient condition. This will be monitored for any developing trends. A non-conformance has been initiated to further investigate the issue for the bladder detached from the distal tip.

Event description:
It was reported that: "catheter balloon ruptured and created leak, and blood entered the helium driveline. Catheter was then removed. Several hours later the patient experienced a stroke and expired." As per medical notes via cv educator, the iabp was not the cause of stroke. Additional information has been requested from the medical staff.